Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that there was no communication between the imaging system and navigation system. Visual inspection noted damaged pins in the bulkhead connector. It was noted that the bulkhead connector was bypassed so the site could complete their case. The bulkhead connector was replaced. The navigation system then passed the system checkout and was found to be fully functional. The suspect bulkhead connector was returned to medtronic for further evaluation and analysis, however, and the reported issue was unable to be duplicated through visual/physical examination and functional testing. The returned connector was found to be in good condition with no apparent physical damage. The connector passed a continuity test with no opens or shorts detected. Analysis found no problem with the returned bulkhead connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system would not communicate with the medtronic imaging system. It was noted that the imaging system could communicate with electronic picture archiving and communication systems (pacs). A medtronic representative (rep) bypassed the bulkhead connector and plugged in directly to the computer. Then the navigation system could communicate with the imaging system. There was no patient present when this issue was observed.